Manufacturer narrative:
Pump alarmed failed self test for radio frequency programmable integrated circuit due to faulty radio frequency board. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Through troubleshooting with the customer, it was found that the insulin pump twice alarmed a failed self test for the radio frequency programmable integrated circuit. It appears that the alarm occured during the rewind sequence and the alarm was able to be cleared. However, the insulin pump alarmed the failed self test again after it had been cleared and the customer was advised to return the broken product for analysis. Customer's blood glucose was 214 mg/dl at the time of incident.